Event description:
It was reported by the customer's mother that the customer went into diabetic ketoacidosis with the insulin pump on. Customer tried to troubleshoot, but she went into diabetic ketoacidosis again while she was on the pump. Customer has been doing manual injections since then. Customer was suggested by their doctor to continue using the insulin pump. Customer's mother stated that when they did troubleshooting the pump was working as designed. Customer's mother stated that the incident on (B)(6) 2014 resulted in a serious injury or hospitalization. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.